Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of false negative patient results were obtained. Upon gram staining and culturing using lj media, patient results were positive for growth. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary. Material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. No batch number, returns or photos were provided for investigation. Retention samples cannot be evaluated without a specific batch number. The complaint history was reviewed for material 245122 and there are no trends in any batch over the last 12 months. Bd will continue to trend for this issue. This complaint cannot be confirmed.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of false negative patient results were obtained. Upon gram staining and culturing using lj media, patient results were positive for growth. There was no health impact or consequences reported.